Manufacturer narrative:
This report is submitted on december 13, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported). Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023. The abutment was removed during the same surgery. The patient was treated with oral antibiotics (specific date and duration not reported).